Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice in the last two weeks for diabetic ketoacidosis (dka), and the customer felt that it was due to the insulin pump malfunctioning. Called the customer's mother for more information. She stated that the customer's blood glucose levels were greater than 600 mg/dl on the first event, and 800 mg/dl on the second. Prior to the hospitalizations, the customer had been given insulin with the insulin pump, and with manual injecting, but continued to experience high blood glucose, and began vomiting. The mother did not have the device with her, and stated that she would call back to troubleshoot. Nothing further was reported.